Event description:
This report pertains to one of four flexima biliary stent used in the same procedure. Refer to manufacturer report # 3005099803-2015-00318, manufacturer report # 3005099803-2015-00319, manufacturer report #3005099803-2015-00320 and manufacturer report #3005099803-2015-00321 for the associated device information. It was reported to boston scientific corporation that four flexima biliary stents were implanted within the common bile duct of a patient on (B)(6) 2014 as part of the e7058 wallflex biliary fc chronic pancreatitis rct study. The patient was randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2014, a pre-study stent placement cholangiogram revealed a distal biliary stricture and baseline liver function test were performed. A baseline assessment of biliary obstructive symptoms was also conducted and noted right upper quadrant pain, nausea/vomiting. On the same day, the patient underwent the initial stent placement procedure for a benign biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary and pancreatic sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. Neither a biliary nor a pancreatic sphincterotomy were performed during the stent placement procedure. On (B)(6) 2014, two 10fr x 7cm flexima biliary stents were deployed in a satisfactory position across the stricture and patient was discharged that day. On (B)(6) 2014 the two previously implanted flexima stents were removed during the per-protocol month 4 plastic stent exchange procedure, dilation was performed and these four flexima biliary stents were implanted. On (B)(6) 2014, the patient had a recurrence of cholangitis and was admitted to the hospital. The patient had a history of cholangitis. On (B)(6) 2015, an ercp procedure was performed, the bsc plastic stents were removed from the patient and sludge was removed as well. The event was considered resolved as of (B)(6) 2015 and the patient was discharged that same day.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the device expiration is unknown, complainant stated that device was used prior to expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.